Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: g2 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: health effect - clinical code section h6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event cannot be firmly established. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient reportedly had concomitant constipation which is a well-documented risk factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis is likely to be associated with constipation, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.